Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session that stopped early on a transmitter occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor session that stopped early on a transmitter is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed. A transmitter functional test was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor session stopped early on the transmitter occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of the sensor session stopped early on the transmitter is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.